Event description:
It was reported that the patient was presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited low pacing impedance and over-sensed noise, which resulted in episodes of inappropriate mode switch. The patient experienced discomfort due to high output pacing. Programming changes were made. The patient was in stable condition.